Event description:
Paramedics responded to a person in cardiac arrest known to have an implanted cardiac defibrillator (ICD). The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, at some time during the code, the ICD discharged causing the device to power down by itself. A backup defibrillator from an on-scene ambulance was immediately called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.